Manufacturer narrative:
Updated data: h2 h3 h6 additional codes image review: 22 fluoroscopic cine loops of the pre-balloon aortic valvuloplasty (bav) and implant procedure were provided for review of the event described above. A part of the patient summary was provided for anatomical review. An inflow-crown overlap including or extending beyond node 4 of the valve frame is considered a misload. According to evolut instructions for use (IFU), if a misload is detected, it should not be attempted to reload the bioprosthesis. The entire system must be discarded. The valve, catheter, loading system, loading tray, and saline all must be replaced with new sterile components. In image 1, an inflow-crown overlap including node 4 can be identified. The implant team should have replaced the evolut system with a new one. In image 2, an under-expanded index evolut frame in combination with an infold (right side of the frame) can be seen in a left anterior oblique (lao) projection. It¿s unclear whether the under-expansion and the forming infold are connected. The left coronary cusp (lcc)-implant depth appears to be around 3 millimeters (mm), as reported, but cannot be assessed definitively because of the frame under-expansion. It¿s not possible to reliably assess non-coronary cusp (ncc) implant-depth in lao view. If only lao or 3 cusp view was used to assess implant depth, the 0-1 mm ncc depth could have been seriously misjudged. This in conjunction with the frame under-expansion could have contributed to the valve being easily dislodged. Unfortunately, the moment of dislodgement was not recorded. After snaring the index valve, it¿s being pushed down into the aortic root with the secondary valve. Images of the annulus or annulus diameter were not reported. Chronic under-expansion of the valve¿s inflow, very dilated ascending aorta and possibly bovine arch. Images 7 and 9 showed the deployment of the secondary valve¿s outflow portion inside the index valve¿s inflow section, attempting to anchor the index valve in the ascending aorta. An additional post-bav dislodged the index valve again and after snaring. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: evfxplus-29, serial/lot #: (B)(6), ubd: 12-sep-2027, UDI#: (B)(4) medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during an evolut transcatheter aortic valve implantation procedure, pre-implant balloon dilation was performed using a 22 millimeter (mm) non-medtronic (vacs 3) balloon. The valve was loaded and confirmed to be a good load by fluoroscopic inspection. During deployment, the valve was positioned at a depth of 3mm on the non-coronary cusp (ncc) and 2mm on the left coronary cusp (lcc). During final release, the valve moved higher on the ncc side to 0-1mm, and the position on the lcc remained the same. As the delivery catheter system (dcs) was withdrawn, the nosecone became stuck in the inflow struts of the valve. The valve subsequently dislodged into the descending aorta and then moved higher into the aortic arch before fully detaching from the dcs. The first valve was observed to be moving freely in the aortic arch without contact to the aortic wall. A decision was made to snare the first valve and implant a second valve. The second valve was loaded and confirmed by fluoroscopic inspection. The second system was advanced to the first valve, pushing it down to the ascending aorta. The second valve was implanted at 4-5mm in the annulus, with the outflow released into the inflow of the first valve to stabilize it. The second valve required post-dilatation with a 24mm non-medtronic (meril) balloon due to under-expansion. After post-implant dilatation, the first valve detached from the outflow of the second valve and was not stable, requiring the first valve to be re-snared and re-positioned in the aortic arch until it was in a stable, fixed position. Perfusion of the cerebral vessels was checked via angiogram, confirming no minor perfusion and no stroke. The patient was alive with no injury. No patient complications have been reported as a result of this event.